Manufacturer narrative:
Intuitive surgical, inc. (Isi) received 3 stapler sheaths to perform failure analysis. The stapler sheaths were analyzed and all 3 sheaths were found to have damage. Each stapler sheath was found to have a piece of the sheath separated from the rest. However, a visual inspection of each stapler sheath displayed no missing material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a stapler sheath came off and fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.